Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, when trying to activate it, it did not work to staple the cecum. The green button was not pressed and the handle could not be squeezed; hence, it did not fire. It seemed as if it was predisposed. It was also reported that there was an issue unloading the reload. Another reload of the same reference had to be used which worked normally to complete the case. There was no patient injury.